Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support, successfully reset the pump, and was advised to call back if the malfunction code reappeared, which it did not.